Event description:
Event description guidant received information that the day after this implantable ventricular lead was implanted, pericardial fluid was revealed in the pericardial sac by echocardiogram. It was suspected that the lead had perforated the ventricle.